Event description:
During an in clinic follow up, r wave amplitude variation was noted on the right ventricular (rv) lead. The rv lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.